Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal unknown morphine 10 mg/ml in minimum rate and the patient¿s new concentration was 2.1 mg/ml in minimum rate for non-malignant pain and failed back surgery syndrome. The call was regarding programming to determine the flow rate calculation. A volume discrepancy was reported and the expected residual volume (erv) was 1.4mls and the actual residual volume (arv) was 20mls. It was further reported the patient had a catheter replaced, but they did not have new drug to refill the pump at this time and the pump reservoir was showing 1.4ml. The new catheter was primed at the case and minimum rate mode was programmed. The patient went back to the managing physician yesterday to fill the pump with a new lower concentration and lower dosing. The physician was unable to program a bridge bolus due to the high concentration and could not program the dose needed. It was noted the physician left the pump programmed to minimum rate mode but changed the concentration from 10mg/ml to 2.1mg/ml. The doctor noted a volume discrepancy. Patient symptoms were not reported. The event date was (B)(6) 2019. Additional information was received on (B)(4) 2019 from the hcp via the rep indicated it was an elective replacement of part of the pump segment. It was noted the new programmer tablet was used and the catheter was revised, not replaced. The pump segment of an 8781 was used. It was further reported the patient¿s pump was moving in the pocket and the surgeon went in to secure the pump. The surgeon electively replaced the pump segment of the catheter at this time. The physician could not perform a bridge bolus because of the higher concentration in the catheter versus the pump. The physician planned to aspirate and prime the catheter and aspirate and prime again to remove the drug in the catheter on (B)(6) 2019. It was noted the event will be resolved on (B)(6) 2019. The patient¿s weight was unknown and would not be provided due to privacy issues. Additional information was received from a healthcare provider (hcp) via a company representative (rep) on (B)(4) 2019 indicated it was unknown to the physician why the volume discrepancy occurred, and he had no further information. It was noted a portion of the pump segment of the catheter was replaced because there was suspicion the pump was flipping in the pocket since it was no longer secured by sutures an there was excess length. To ensure the catheter was patent a section of the pump segment was cut off. After being cut it was determined that the catheter was patent and flowing well and a portion of the pump segment was therefore replaced out of caution. The pump segment of an 8781 was used in instead of a pump segment repair kit. Further information is unknown by the physician. Additionally, the pump was moving in the pocket and when the surgeon went in to secure it, it was not flipped at that time. It was stated that it was possible that the pump was flipping because the sutures did not hold in the tissue. Further information was unknown by the physician. No further complications were reported or anticipated.